Event description:
It was reported that the patient experienced pocket nerve stimulation. The right ventricular (rv) lead had varying thresholds in unipolar and bipolar configuration and measured with low pacing impedance. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) 2009 (B)(6); 4592-45 implantable pacing lead 2001 (B)(6). (B)(4).